Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 462 mg/dl and was treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer mentioned that they treated with the insulin pump but the blood glucose did not decrease. The customer then pulled the site out and it was bent. The insulin pump was not in auto mode at the time of the incident. The customer had trouble with the infusion set. The device will not be returned for analysis.